Event description:
The patient had a spinal fluid leak and following a neurostimulation trial and was hospitalized. The patient was in the intensive care unit and 'quite ill'. The hcp suspected the pump was infected. The hcp accessed the patient catheter access port to withdraw multiple samples of cerebrospinal fluid for culture. He was treated with high dose vancomycin. Pump explant was being considered, pending culture results. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.